Event description:
Report states, "physician implanted the port without suturing it to the fascia in the brachial region. Fluoroscopy revealed that the whole catheter had migrated, coiling up in the right atrium. The port was captured with the snare and successfully removed from patient."